Manufacturer narrative:
(B)(6). As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an overinfusion while connected to a large volume infusor. The device was filled with an unspecified amount of benzylpenicillin. The expected infusion time was 24 hours; however, after 15 hours the device was observed to be empty. The patient placed the infusor under a blanket at night and had been using a different bag in the torso area instead of the belt bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.